Event description:
During the biopsy procedure in the left upper lobe two samples were obtained. After the brush was inserted for a third time and a sample obtained, the device was removed from the scope and it was noticed that the brush had detached from the device. Stent x-ray was done on the pt and it was determined that the brush was not left in the pt. The brush was not found.